Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) female patient underwent a primary breast augmentation with a saline mentor smooth round moderate plus profile 350cc and experienced bilateral capsular contracture (baker grade unknown). As a result, patient underwent bilateral removal and replacement with mentor memorygel breast implant 450cc gel implants, catalog # 3504504bc, s/ns (B)(4) on (B)(6) 2018. The device was returned to mentor without fluid inside. No foreign material was observed within the device or on the shell surface. The mentor product analysis lab¿s visual examination indicated the device appears intact and no anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The device history record (DHR) of lot number 5920584 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a saline mentor smooth round moderate plus profile 350cc and experienced bilateral capsular contracture (baker grade unknown). As a result, patient underwent bilateral removal and replacement with mentor memorygel breast implant 450cc gel implants, catalog # 3504504bc, s/ns (B)(4) (B)(6) 2018.